Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device tip separated and fell off in patient¿s leg. Piece was retrieved with a grasper, no patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The vasoview hemopro 2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Signs of blood and charred tissue were observed on the jaws. Specks of blood were observed on the handle of the harvesting tool. The heater wire was detached from the tip of the hot jaw but remained attached at the base of the hot jaw. No other failures were observed. Based on the returned condition of the device the reported "peeled; jaw" was not confirmed but was confirmed for the analyzed failure ¿bent wire¿. Specific actions for the analyzed failure ¿bent wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device tip separated and fell off in patient¿s leg. Piece was retrieved with a grasper. A replacement device was used to complete the procedure. The hospital did not report any patient effects.